Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Commanded shocks were then delivered in which the impedance measurements were within range. This device remains in service. No additional adverse patient effects were reported.